Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the angulation wire was worn out during user handling and play on right/left angulation control knob occurred, which caused delay of procedure. For the event of distal end has residual liquid it is likely that unidentified foreign material could not be removed even after proper reprocessing due to physical stress of the device. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): - "inspection of the bending mechanisms". - "inspection of the endoscope". The user can reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the cover of light guide bundle was damaged, the distal end was shaved, due to wear of angle wire, the play of right and left knob was out of the standard value, and the glue between the z-block and distal end was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the duodenovideoscope had broken tie rods. The issue occurred during preparation for use, and the endoscopic retrograde cholangiopancreatography procedure was completed with a similar device. The procedure was stopped and delayed by 10 minutes. It is unknown if the procedure was diagnostic or therapeutic. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: the distal end has residual liquid. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.